Manufacturer narrative:
The device remains implanted with programming changes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the device was explanted and replaced. The device was returned for analysis.

Event description:
Boston scientific received information that anti-tachycardia pacing (atp) was delivered in ventricular tachycardia (vt) zone which accelerated the rate into ventricular fibrillation (vf) zone. Shock for vf slowed the rate to vt-1 zone. A shock therapy was delivered, however slowed the arrhythmia back into a vt-1 zone where therapy was exhausted. No further therapy was able to be delivered for this patient until the episode ended. As a result, the rhythm acceleration due to atp delivery resulted in an unsuccessful conversion. There were no adverse patient effects reported. Programming changes were made to lower the zone.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.